Event description:
It was reported that a damaged touchscreen on a pump made it illegible and inoperable. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the customer's shipping address, and instructed the customer on putting the pump into storage mode before returning it. The customer understood these instructions and acknowledged that they would use a prepaid label to return the pump within 10 days.